Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. The 100% stenosed target lesion was located in the calcified and moderately tortuous left subclavian artery. The 8.0 x 60mm express vascular ld stent delivery system (sds) was advanced, but was unable to cross the lesion. The lesion was pre dilated with an unspecified 4mm balloon catheter. The sds was advanced again, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: a visual examination of the returned device found that the proximal and distal ends of the stent were flared. The balloon appears to have been subjected to some positive pressure which has resulted in the stent flaring at both ends. There were no kinks noted along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).